Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. This is for unknown 4.0-mm titanium cannulated compression screw/ unknown part number/ unknown lot number/ unknown quantity. UDI): unknown part number, UDI is unavailable. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received. This report is being filed after the subsequent review of the following literature article. Yang, m. Et al (2017) deadman tension band for patella fractures: a clinical study. Int j clin exp med 10(1):516-523. China. This retrospective study included 53 patients with displaced transverse patellar fracture. The study included patients aged 19-79 years who underwent surgery between january 2008 and june 2014. There were 28 patients in the matb group (11 males and 17 females) with a mean age of 46.21±13.27 years (range, 24-71 years), and 25 patients in the dtb group (12 males and 13 females) with a mean age of 47.56±15.69 years (range, 19-79 years).twenty-eight patients underwent the conventional modified anterior tension band (matb) technique and 25 patients underwent the deadman tension band (dtb) technique. In the dtb group, reduction and provisional fixation was performed with forceps, and then placement of two guide wires similar to the k-wire placement in the matb group. The guide wire with a cannulated drill, and placement of two 4.0-mm titanium cannulated compression screws (synthes inc., (B)(4)) were used. The following complications were noted: one patient in the dtb group experienced hardware irritation. In was reported in the case where a kirschner wire and dtb technique was used, the kirschner wire tail caused skin irritation. It is unknown if the k-wire was a synthes product. This required removal of hardware. This is report 1 of 1 for (B)(4). This report is for an unknown 4.0-mm titanium cannulated compression screw.